Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not press a button down for 3 minutes or longer. The customer¿s blood glucose level was unknown at the time of the incident . Troubleshooting was performed. The insulin pump will be returned for analysis.